Event description:
Procedure type: unk. According to the reporter: part of plastic (insert valve) broke off and fell into distention balloon (still visible in returned balloon). No patient injury was reported.

Manufacturer narrative:
(B) (4).